Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they insulin pump had under delivery. Customer¿s blood glucose was 18 mmol/l at the time of incident. The customer's current blood glucose is 18 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with manual correction. The customer stated that the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The reservoir will not be returned for analysis.